Event description:
Information was received that device has no audible and needs preventive maintenance. No adverse effects reported.

Event description:
Additional information was received indicating that the issue was discovered prior to patient use during a pre-use check. The ventilator did not make any audible sound from the speaker so device was removed from service. There was no patient involvement.

Manufacturer narrative:
H3: one pneupac ventilator was received with the front panel sitting a little loose with no other apparent damage. The ventilator was connected to an oxygen supply and powered on. The reported issue was able to be duplicated. The issue was caused by a faulty sound board and main printed circuit board (pcb). The sound board and main pcb will be replaced to resolve the issue.